Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The malfunction could not be duplicated. The breaker was inspected and the cut off switch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system had a problem with the cut off switch. No patient injury was reported.